Event description:
A medtronic representative reported that, while in a cranial tumorectomy, the site alleged a loss of instrument tracking within synergy cranial 2.2.5 (optical). The navigation system did not recognize a small active cranial frame 15 minutes post registration. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing japan national privacy laws. A medtronic representative noted that in trouble-shooting the day of the event, the synergy cranial 2.2.5 was shut-down and re-started, and the recognition was restored. The software was upgraded to synergy cranial to 2.2.6 and accumulated patient data was deleted, which restored normal function without issue. System is fully functional. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative initially reported that there was no liquid or material on the frame. The cable's frame and wiring appeared damaged. However, they were unable to replicate the issue after the case. They confirmed that the instrument was functioning as expected and a replacement instrument was not needed. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. One possible cause was that the system swapping file may not have been available due to limited hard drive capacity causing functionality issues.